Event description:
It was reported that a patient with a history of rheumatoid arthritis and scoliosis underwent initial right total hip arthroplasty. Subsequently experienced recurrent dislocations and underwent first revision surgery. During which, the initial shell was retained, and a new stem, head, and dual mobility bearing were placed along with a competitor metal liner. A few months later, the patient bent over and again dislocated her hip which was reduced in the emergency department. X-rays showed dissociation of the dual mobility head from the bearing. Patient underwent second revision surgery during which, the competitor metal liner and dual mobility components were replaced with a new ceramic head and competitor constrained liner . The initial shell and revision stem remained intact. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10. Item#:110031011; lot#:65233779; item name:28mm i.d. 42mm o.d. Size e bearing. Item#:00-2232-002-05; lot# 56704954;integral long gtr w/4 cables. Item#: unknown; lot# unknown; stryker metal liner . Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were provided and reviewed by a health care professional. Contributing factors of event: combination of competitor and zb implants, surgeon considered adjusting anteversion of the shell but did not to avoid impingement and patient has a history of scoliosis which can contribute to recurrent dislocations. The most likely root cause is off label usage. However, with the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.